Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), blood loss anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia painful sexual intercourse)"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("urinary tract infection"), headache ("headaches"), mood swings ("mood swings"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and migraine ("migraine") and was found to have weight increased ("weight gain") and blood urine present ("blood in urine"). The patient was treated with surgery (tlh, salpingectomy, cystoscopy, colpopexy, lysis of adhesions). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, blood loss anaemia, dysmenorrhoea, dyspareunia, abdominal pain, bladder disorder, urinary tract disorder, urinary tract infection, headache, weight increased, mood swings, hot flush, vaginal haemorrhage, menorrhagia, migraine and blood urine present outcome was unknown. The reporter considered abdominal pain, bladder disorder, blood loss anaemia, blood urine present, dysmenorrhoea, dyspareunia, headache, hot flush, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in insertion dates- 2015 and (B)(6) 2014, (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test (unspecified) result unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: mr received: case become serious incident. Essure removal date and surgery, reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.